Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the recharger was not charging and did not recognize being plugged in. The patient programmer indicated that the stimulator was empty and she needed to charge. When they plugged in the recharger, the cord at the top was bent. The only thing that came up on the screen is that the recharger needed to be charged. This was noticed a week ago and a company representative told them to recharge the charger. A doctor symbol came up briefly the day of the report, but the code went unnoticed. On 2015-01-27, the patient stated they had received the wrong part. The ac adaptor connector was bent. The patient had gotten a new 37751 but it didn¿t fix the problem. No symptoms were reported. Additional information from the patients physician stated that the battery wouldn't stay charged and the patient couldn't charge. Additional information received reported that the patient sent the items back to the manufacturer. No device had been returned for analysis yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.